Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center an initial power-up failure occurred. The device's power management board will need replaced. No repair was performed. The device is not needed for inventory, and it was scrapped.